Manufacturer narrative:
(B)(4)

Event description:
According to the reporter, the surgeon inserted the trocar into the patient and, when he removed the obturator from the cannula, the top portion of the obturator broke off. The surgeon removed the remaining portion of the obturator from the cannula to proceed with the procedure. There was no patient injury.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. The event report alleges the product was used in a surgical procedure. The visual inspection of the device noted; the cannula, circular and envelope seals were intact. The trocar was received and damaged with the cap broken off. The root cause of the observed condition was isolated to damage of the disengaged cap from the trocar, however the manner in which this failure occurred could not be determined with the information available. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
There was no re-operation, etc. There was no unanticipated tissue loss. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes. No device fragment fell into the patient.

Manufacturer narrative:
(B)(4).